Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
A distributor reported the listed device was in use with an in-home patient for 48 hours when the ventilator alarmed and the pilot balloon was observed deflated. The device cuff had lost pressure. The tracheostomy tube was replaced with a new device. Reporter indicated that no patient injury occurred as a result of the event.

Manufacturer narrative:
One used tracheostomy tube was returned for product evaluation. Visual inspection observed scratches and scuff marks on the device cuff. During functional testing, the cuff was inflated with air. The cuff was immediately observed leaking from a tear in the cuff material. A review of the device history record could not be performed as not lot information was reported. Although the root cause of the damaged cuff could not indisputably determined, the location and physical characteristics of the tear and scratches are indicative of the cuff being cleaned during device reprocessing with an abrasive material. No evidence was found to suggest the reported event was related to an intrinsic product defect.